Event description:
A customer reported experiencing a cartridge alarm 20 with their pump, which had been previously reported with the same device. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer was advised to use multiple daily injections as a backup therapy until a replacement pump with updated software was received. Tandem technical support instructed the customer on necessary training and steps to return the faulty pump, which was acknowledged and understood by the customer.